Event description:
While nitric oxide on ambient air was being checked machine showed "monitor failure" and "electronic shutdown". Patient was ambued manually and machine change out. Manufacturer claims this was due to "operator error" despite fact machine showed error codes.